Event description:
The facility returned the device for service. During service the baxter repair technician noted failure code 812:02 in the event history. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of fail code 812:02 was confirmed in the event history. A faulty pump head module caused this fail code. The pump head module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue.